Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. Correction to d2; device product code. The 16fr esheath plus was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided that showed the sheath distal tip was torn radially along the distal edge of the liner with stretching noted and that the distal tip did not open along the axial scoreline. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: esheath plus IFU, commander delivery system, preparation training manual and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event for a torn distal tip was confirmed with the provided imagery however, the reported event for withdrawal difficulties was unable to be confirmed. No manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "there was difficulty removing the balloon through the tip of the esheath. The balloon had to be re-inflated to re-wrap itself in the abd ao. The balloon was removed successfully, and the valve was deployed successfully." After removal, "the esheath was inspected and the tip was torn." Per evaluation of the returned imagery, the sheath distal tip is torn radially along the distal edge of the liner and did not open along the axial score line. Although it was reported that the balloon likely was the cause of the distal tip tear, it is unlikely that withdrawal difficulties could cause the distal tip tear. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a conclusive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. It is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, slight curvature was noted along the sheath shaft in imaging evaluation, which is indicative of tortuosity being present in the patient's access vessel. Tortuosity can subject the sheath to suboptimal angles leading the valve to catch onto the distal tip and tear it in the process of delivery system advancement. Per complaint description "there was difficulty removing the balloon through the tip of the esheath. The balloon had to be re-inflated to re-wrap itself in the abd ao." As the balloon was required to be re-inflated before removal it is likely that the balloon had an altered profile initially. This altered balloon profile could result in the balloon catching onto the sheath distal tip leading to the difficulty to withdraw the non-edwards bav system through the sheath. The failure mode for a torn distal tip may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous CAPA and product risk assessment has been initiated to capture these events.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device was discarded.

Event description:
During a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, there was difficulty removing the balloon through the tip of the esheath. The balloon had to be re-inflated to re-wrap itself in the abdominal aorta. The balloon was removed successfully, and the valve was deployed successfully. Perclose was not successful as the patient was bleeding. An 18fr gore dry seal sheath was inserted, and hemostasis obtained. The patient was sent to vascular surgery for repair. The patient left the room stable without need for transfusion. The esheath was inspected and the tip was torn. The implanter does not believe that ew product malfunctioned. The implanter believes that the difficulty of bav balloon removal through tip of sheath caused it to rip at the seam and then tear the arteriotomy. The esheath was discarded at the hospital.